Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and endoanchors were implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. The aortic neck was 28 mm in diameter proximally and 32 mm distally with a length of 20 mm. It was reported that during the index procedure the CT showed there was a type I endoleak. The endoleak was attributed to anatomy which caused the stent graft to be inaccurately delivered a couple mm. An endurant cuff and endoanchors were used to successfully resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.